Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, it was found that the seal on the device was broken. The device was not used on pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).